Event description:
An aneurx bifurcated stent graft and its components were successfully implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 1999. Aneurysm and vessel morphology are unknwon. It was reported that a CT scan three days later demonstrated a large endoleak. A plain x-ray demonstrated a dislocation of the stent rings at the level of that endoleak that could be caused by suture breaks. There was also reported to be a dislocation of the stent rings in the ipsilateral limb with no evidence of endoleak. Five days later a 16 mm diameter x 8.5 cm length aneurx iliac stent graft was successfully implanted in the contralateral limb to repair the endoleak. A CT scan performed five days after the implantation demonstrated resolution of the endoleak. No additional sequelae were reported and the pt is reported to be fine.